Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Customer contact olympus technical assistance support to report image did not display in 3d on the monitor during unspecified procedure, involving an olympus 3d visualization unit. There was no patient injury reported.